Manufacturer narrative:
In a good faith effort (gfe) response from the customer received 28oct2024, it was confirmed that the device use at the time of the event was outside of use. Additionally, the customer confirmed with the product support engineer (pse) that the serial number plates were being sent, but as of the time of the gfe response had not yet received the replacement serial number plates. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a missing serial number plate. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer biomedical engineer (bme) requested a replacement serial number plate. The remote service engineer (rse) emailed v60 product support engineer to check on the availability of the serial number name plate. This investigation is ongoing.

Manufacturer narrative:
As the serial number plate does not have any effect on the active operation of the device and could not cause a vent-inop condition, the serial number plate missing is not likely to cause or contribute to patient or user harm. Based on this information, the issue does not meet the reportability criteria and was reported in error.